Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with orbera intragastric balloon complained of "uncontrollable vomiting for 15 days and abdominal pain. X-ray confirmed signs of intense hyperinflation." Device was removed.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The balloon was noted to be discolored, and was dark green in appearance. The device had a large tear, covering approximately 30% of the shell. Yellow, black, and white particulate matter was noted on the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 30% of the balloon shell. The tear was approximately 4 inches in length. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, and consistent with device removal activities. Brown particles were observed in the valve channel. Brown particulate matter was noted to be covering approximately 20% of the surface of the center patch.